Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod generated an 0x6a hazard alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). No timeouts or drive stalls were observed in the download data. No blockages or occlusions were observed when testing the fluid path. The cause of the 0x6a hazard alarm could not be determined. Corrosion was observed on the pcb and bottom battery and evidence of fluid ingress was observed on the commutator cap. Fluid was diverted from the fluid path during the leak test from a tear in the internal portion of the soft cannula, resulting in the internal corrosion and fluid on commutator cap, further leading to the low batteries. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm during operation.